Manufacturer narrative:
The vessel sealer extend (vse) was transferred to engineering and the initial failure analysis was confirmed. X-ray inspection showed a conductor wire break at one of the welds in the jaws, that explains the failed continuity test and intermittent energy delivery. No issues were found with the crimping.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not seal or burn. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting sealing failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and reported failure was confirmed. The instrument passed the recognition and engagement tests when placed on the system arm. The instrument cord was successfully inserted into the bipolar port of the generator. The white led light illuminated from the generator indicating the instrument was recognized for energy delivery. The instrument moved intuitively. The pedals were activated for cut electrode/sealing. However, energy delivery appeared to be intermittent. The housing was removed, and the conductor wire did not appear to be crimped properly in the backend. Additional testing: performed grip force test on grips as additional testing, and it measured at 6.81 lbf in straight orientation, 6.64 lbf in yaw, and 6.7 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw gap test passed. Review of logs did not find any errors. Additional note: continuity test did not register a beep with multimeter, indicating a failure. The conductor wires are dislodged at the wrist assembly as a result of in-house failure analysis of tugging the wires to see if it the wires were broken.